Manufacturer narrative:
Concomitant medical products: 5054-58 lead, implanted (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was observed with high threshold. It was also reported that the right atrial (ra) lead was noted with intermittent far field r-wave (ffrw) oversensing on atrial episodes. Both leads remain in use. No patient complications have been reported as a result of this event.